Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed; however patient (moderate native annular calcification) and procedural (fair coaxial alignment of the valve) factors could have caused or contributed to the too aortic deployment of the valve. It was noted by the operators that root cause was related to a non-optimal view and potentially the device being pulled back during deployment. This event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards territory manager that following the transfemoral deployment of a 23mm sapien valve it was noted to be extremely aortic (90:10). The surgical team elected to place a second valve to secure the first. Reportedly the patient was transferred to recovery in stable condition.additional information noted there was moderate native valve/leaflet calcification, moderate aortic root calcification, and no mitral annular calcification (mac). The patient had no septal hypertrophy and the ef was 35%. The coaxial alignment of delivery system and valve were reported to be fair. Ventilation was held and there was no loss of pacing capture during valve deployment.